Manufacturer narrative:
The device and associated batteries were returned to zoll medical (B)(4) for evaluation. The device was found to perform to specification. Evaluation of the associated batteries found they were depleted. The clinical data shows that the device alerted the end user of a low battery state 24 seconds into the case. The batteries were approximately 4 years and 4 months of age. The batteries were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device prompted a "no shock delivered" message and did not discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.